Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received the device was with battery voltage at end of service (eos) level. Electrical and mechanical analysis performed indicated normal functionality. Further battery evaluation at various pulse amplitudes measured current level within normal range, and no indication of premature depletion was noted. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed based on average drain current and the device exceeded projected longevity indicating normal battery depletion. No anomalies were found.